Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. This report is for unknown screws:cortex/unknown lot number. Complainant part is not expected to be returned for manufacturer review/investigation. PMA / 510k#: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that one (1) broken 2.7/3.5 mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate, one (1) broken 3.5 mm cortex screw and nonunion caused a patient to undergo revision of initially implanted devices to a tibial nail on (B)(6) 2018. The initial construct of one (1) 2.7/3.5 mm va-lcp anterolateral distal tibia plate with five (5) locking screws and three (3) proximal cortex screws were implanted in the distal tibia along with one (1) 3.5 mm lcp recon plate with three (3) 3.5 mm cortex screws and one (1) 3.5 mm locking screw were implanted in may 2017. Subsequently, the patient developed a nonunion, and the 2.7/3.5 mm va-lcp anterolateral distal tibia plate and one (1) 3.5 mm cortex screw that was attached to the 3.5 mm lcp recon plate broke. The entire construct was removed successfully, including the shaft of the broken 3.5 mm cortex screw that was beneath the recon plate. The patient was then implanted with one (1) unknown tibial nail through a suprapatellar approach and an open reduction internal fixation of the fibula was performed to treat the nonunion and the fracture. The revision procedure was completed successfully, without any complications, or surgical delay. Multiple x-rays were taken during the revision procedure. The patient was reported to be in stable condition. This complaint involves two (2) devices. Concomitant devices reported: 2.7 mm va locking screw (part# 02.211.044, lot# unknown, quantity# 2); 2.7 mm va locking screw (part# 02.211.048, lot# unknown, quantity# 2); 2.7 mm va locking screw (part# 02.211.024, lot# unknown, quantity# 1); 3.5 mm cortex screw (part# 204.828, lot# unknown, quantity# 1); 3.5 mm cortex screw (part# 204.824, lot# unknown, quantity# 1); 3.5 mm cortex screw (part# 204.830, lot# unknown, quantity# 2); 3.5 mm cortex screw (part# 204.826, lot# unknown, quantity# 1); 3.5 mm recon plate (part# 241.081). This report is 2 of 2 for (B)(4).